Event description:
Noise was observed on the lead. Patient noted to have a lot of vf and vt episodes, but reported as not correct episodes. While attempting to explant the lead an insulation anomaly was observed under the sleeve.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.